Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the insertable cardiac monitor (icm) exhibited premature battery depletion. No intervention was performed. There were no patient consequences.